Event description:
With available information, the file was reviewed and reassessed and it has been determined that the reported device is not company product.

Manufacturer narrative:
The initial decision to report was incorrect resulting in the initial report being submitted in error. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that an intraocular lens was going straight through the device and it was noted that injectors were very old and have signs of time of use, some were not even a company injectors . Additional information has been requested. There are 7 medical device reports associated with this file, this is 6 of 7.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).